Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and ventralight st. On (B)(6) 2011 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and ventralight st. (B)(6) 2011 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated chronically ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "the hernia sac was opened and excised. Adhesions to the anterior abdominal wall was taken down. A ventralex mesh (device #1) was placed and sutured." (B)(6) 2010 - patient was diagnosed with pelvic pain and adhesions thereby underwent lysis of adhesions and partial omentectomy. Per operative notes, "dense adhesions to the necrotic umbilical mesh (device #1)." (B)(6) 2011 - patient was recurrent umbilical hernia thereby underwent laparoscopic repair with the removal of ventralex mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, "the mesh had formed a ball at inferior portion of umbilicus. The old mesh was removed. A ventralight st mesh (device #2) was placed to cover the residual defect sutured."